Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that approximately two years after the implant of this transcatheter bioprosthetic valve, a transthoracic echocardiogram (tte) indicated increased velocities and narrowing of the aortic valve annulus. A computed tomography (CT) confirmed leaflet immobility and thrombus. The mean gradient was reported to be 21mmhg with a maximum velocity of 3.0 m/s. No treatment was required. It was reported that the patient had been prescribed aspirin at baseline. No adverse patient effects were reported. Additional information was received that eliquis twice daily was prescribed. No adverse patient effects were reported. Additional information was received that three years after the valve implant, the leaflet thrombous and immobility had resolved. App roximately four years after the implant, a computed tomography (CT) again indicated leaflet thickening at the base, right, left and non coronary cusps, increased peak velocities and increased gradients. It was reported the CT findings were consistent with recurrent leaflet thrombus. The patient remained on prescribed anticoagulants. No other treatment and no adverse patient effects were reported. Additional information was received which indicated that approximately 5 years and 5 months following the valve implant, an echocardiogram identified worsening stenosis. Measurements provided were a peak aortic valve velocity (vmax) of 3.5 meters/second (m/sec), mean gradient (mg) of 27 millimeters of mercury (mmhg), dimensionless index velocity time integral (vti) of 0.27 at 117ms and an aortic valve area (ava) by vti 1.0 cm2. It was unclear if this was from thrombus burden or valve degeneration. Eliquis continued but aspirin was not added due to pre-existing, intermittent melena. The patient elected not to restart coumadin. No symptoms were reported that were associated with the stenosis or thrombus. No adverse patient effects were reported. Additional information was received which indicated that approximately 6 years and 1 month following the valve implant worsening shortness of breath (sob) and chest pain was noted. The patient addressed with cardiologist and a transthoracic echocardiogram (tte) was performed with concern of thrombus.an echocardiogram also advised. The patient was sent to the emergency department due to the symptoms and evidence of recurrent thrombus on the repeat echocardiogram. Hemoglobin was 8.6 which was reported stable for the patient. The natriuretic peptide test (nt-probnp) measured 1200. A chest x-ray was suggestive of pulmonary vascular congestion. Heparin gtt was started with close monitoring due to the patient¿s history of multiple gastrointestinal (gi) bleeds. The patient ultimately was admitted to the hospital for the anticoagulation. A 4 -dimensional computed tomography (CT) of the heart indicated leaflet thickening and immobility. Prosthetic aortic valve stenosis was reported. However, there was no new evidence of a thrombus formation. The heparin gtt was discontinued. The patient had multiple bloody stools which required a gi work-up and blood transfusions. There were ¿several¿ anginal and shortness of breath episodes as well. Approximately 6 years and 3 months following the valve implant, the transcatheter valve was explanted and a surgical valve was successfully implanted. The patient transferred to the intensive care unit (ICU) in stable condition. The patient was then transferred to the floor on post-operative day 4 with preparation of discharge. No additional adverse patient effects were reported. Additional information was received that following the surgical aortic valve replacement (savr) the aortic stenosis resolved without sequelae. Additional information was received that the gi bleeds were confirmed to be the result of anticoagulation medication including the heparin drip used to treat the historical bioprosthetic thrombus while in hospital. In addition, the physician indicated the episodes of sob were related to the stenotic valve. Twenty-eight days after the savr, the patient reported no longer experiencing sob and was eager to 'get back to normal life'. Thirteen days later, the patient presented for a cardiology follow-up appointment. Patient denied any cardiac-related complaints.

Manufacturer narrative:
Updated data: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that following the surgical aortic valve replacement (savr) the aortic stenosis resolved without sequelae.

Manufacturer narrative:
Updated data: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that following the savr the thrombosis of the prosthetic heart valve resolved without sequelae.

Manufacturer narrative:
Updated data: conclusion - unfortunately, the echocardiogram provided prior to the explant of the valve for review was sub optimal with no doppler measurements provided. Based on the imaging provided there was mild aortic regurgitation seen on the color doppler. However, without doppler measurements the gradients and narrowing could not be confirmed as stated in the event description, as well as leaflet immobility issues. Intra procedural fluoroscopic images were provided for review. Nonselective coronary angiogram of the left coronary and right coronary arteries was performed confirmed good coronary perfusion. The images provided show that the valve appeared to have been implanted deep. Prosthetic leaflets appeared thickened and calcified with restricted motion. Possible trace central aortic regurgitation with no paravalvular leak (pvl) noted. Mild mitral regurgitation and trace tricuspid regurgitation were noted. Approximately two weeks following the explant of the transcatheter aortic valve (tav) and implant of the surgical aortic valve (sav), the left ventricle ejection fraction was approximately 55%. Aortic valve (av) mean gradient was 10 mmhg . Possible pleural effusion was observed. Lv ejection fraction appeared to be approximately 55%. Anterior wall was poorly visualized. Moreover, based on image review, the root causes for the previously identified issues of high gradients, and stenosis could be attributed to the pa tient¿s related conditions of thrombus and calcification. However, the root cause of the thrombus remained unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that following the surgical aortic valve replacement (savr) the aortic stenosis resolved without sequelae. Additional information was received that the gi bleeds were confirmed to be the result of anticoagulation medication including the heparin drip used to treat the historical bioprosthetic thrombus while in hospital. In addition, the physician indicated the episodes of sob were related to the stenotic valve. Twenty-eight days after the savr, the patient reported no longer experiencing sob and was eager to 'get back to normal life'. Thirteen days later, the patient presented for a cardiology follow-up appointment. Patient denied any cardiac-related complaints. Additional information was received that following the savr the thrombosis of the prosthetic heart valve resolved without sequelae.

Event description:
Medtronic received information that approximately two years after the implant of this transcatheter bioprosthetic valve, a transthoracic echocardiogram (tte) indicated increased velocities and narrowing of the aortic valve annulus. A computed tomography (CT) confirmed leaflet immobility and thrombus. The mean gradient was reported to be 21mmhg with a maximum velocity of 3.0 m/s. No treatment was required. It was reported that the patient had been prescribed aspirin at baseline. Eliquis twice daily was eventually prescribed. Three years after the valve implant, the leaflet thrombous and immobility had resolved. Approximately four years after the implant, a computed tomography (CT) again indicated leaflet thickening at the base, right, left and non coronary cusps, increased peak velocities and increased gradients. It was reported the CT findings were consistent with recurrent leaflet thrombus. The patient remained on prescribed anticoagulants. Approximately 5 years and 5 months following the valve implant, an echocardiogram identified worsening stenosis. Measurements provided were a peak aortic valve velocity (vmax) of 3.5 meters/second (m/sec), mean gradient (mg) of 27 millimeters of mercury (mmhg), dimensionless index velocity time integral (vti) of 0.27 at 117ms and an aortic valve area (ava) by vti 1.0 cm2. It was unclear if this was from thrombus burden or valve degeneration. Eliquis continued but aspirin was not added due to pre-existing, intermittent melena. The patient elected not to restart coumadin. No symptoms were reported that were associated with the stenosis or thrombus. No additional adverse patient effects were reported.

Manufacturer narrative:
Analysis: review of the DHR for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Imaging of the event was provided and assessed. Conclusion: the echocardiogram provided for review is sub optimal with no doppler measurements provided. Based on the imaging provided there is mild aortic regurgitation seen on the color doppler. However, without doppler measurements the gradients and narrowing cannot be confirmed as stated in the event description, as well as leaflet immobility issues. High gradients can be related to valve related (degeneration, thrombus, calcification) or non-valve related factors (left ventricular outflow tract (lvot) obstruction, patient pressures, left ventricle (lv) dysfunction) and unfortunately, since the doppler had no measurements, we are unable to assign a root cause. A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions, and its presence and rate of formation is largely dependent on patient condition. In the additional informa tion it was stated that the patient was prescribed eliquis twice daily, and the new additional information stated that three years post implant, the leaflet thrombus and immobility had resolved. However, four years post implant computed tomography (CT) showed leaflet thickening at the base. And the newest additional information of 5 years and 5 months post implant, there was worsening stenosis and the gradient had increased to 27mmhg, which was unclear if due to thrombus burden or valve degeneration. Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (calcification), thrombosis, and/or nonstructural dysfunction (pannus, obstruction). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities), pharmacological factors, and/or intrinsic properties of the valve itself. High gradients can be caused by a decreased effective orifice area effective orifice area (eoa). The presence of stenosis potentially diminishing the expected maximum eoa of the device which translates in the increased gradients, again, with the limited information provided in the returned images, and the valve remains implanted, so we are unable to perform an analysis on the valve, we are unable to conclusively determine the exact cause. It was reported that eliquis was continued, however, aspirin was not added due to preexisting intermittent melena. Unfortunately, we do not have images to confirm this reported re thickening of the leaflet, with increased peak ve locities and increased gradients. This time the patient was prescribed anticoagulants and no other treatment was prescribed and the valve remains implanted. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that approximately 6 years and 1 month following the valve implant worsening shortness of breath and chest pain was noted. The patient addressed with cardiologist and a transthoracic echocardiogram (tte) was performed with concern of thrombus. An echocardiogram also advised. The patient was sent to the emergency department due to the symptoms and evidence of recurrent thrombus on the repeat echocardiogram. Hemoglobin was 8.6 which was reported stable for the patient. The natriuretic peptide test (nt-probnp) measured 1200. A chest x-ray was suggestive of pulmonary vascular congestion. Heparin gtt was started with close monitoring due to the patient¿s history of multiple gastrointestinal (gi) bleeds. The patient ultimately was admitted to the hospital for the anticoagulation. A 4 -dimensional computed tomography (CT) of the heart indicated leaflet thickening and immobility. Prosthetic aortic valve stenosis was reported. However, there was no new evidence of a thrombus formation. The heparin gtt was discontinued. The patient had multiple bloody stools which required a gi work-up and blood transfusions. There were ¿several¿ anginal and shortness of breath episodes as well. Approximately 6 years and 3 months following the valve implant, the transcatheter valve was explanted and a surgical valve was successfully implanted. The patient transferred to the intensive care unit (ICU) in stable condition. The patient was then transferred to the floor on post-operative day 4 with preparation of discharge. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5, d6b, h6 - annex a, method, annex f medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.